Event description:
During angioplasty on a patient with a prior artero-femoral graft and minimal scarring, the sheath began to unravel, but did not separate. It was replaced by another sheath and the procedure was finished.

Manufacturer narrative:
Evaluation: the device was returned in a used condition. An examination found the sheath had separated from the hub with the coils exposed at the separation. However, no elongation was noted. The characteristics of the damage suggest the device encountered excessive force during manipulation or withdrawal.